Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, while the surgeon was sewing in the mesh with a large suturcut needle driver, the jaw broke and fell inside of the patient. The piece was retrieved. The customer used a spare instrument and proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing unusual was noted. The surgeon was sewing in the mesh when the issue occurred. No other issues were noted until the piece broke off. A broken piece was removed by another grasper. The surgeon performed a visual inspection to confirm no other pieces were left in the patient. No additional procedure was needed. It is unknown if a post-operative test like an x-ray or ultrasound was performed to check for remaining fragments. The customer was not sure if any fragments fell inside of the patient due to the collision. The instrument was not removed prior to to the issue. No resistance was felt upon the removal of the instrument through the cannula. There was no damage to the cannula after the event occurred. No other damages were noted on the instrument after the event occurred was noted. There was no injury reported. It is unknown what the surgeon believes caused the breakage. The patient has not returned to the hospital due to post-surgical complications. No videos or images are available for isi review. No relevant tests, results, patient history, or pre-existing medical conditions are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturcut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customed reported complaint "one side of the jaw fell off." The instrument was found to have a broken grip at the grip base. A piece approximately .064" x .301" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws.